Event description:
A customer reported that an two ophthalmic knifes from the same lot number were found to be dull during the surgery. The details of the procedure and patient health impact have been reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).